Event description:
Patient underwent femoral arthrectomy, then the surgeons attempted stent graft placement using atrium I cast stent graft devices. Three attempts were made using separate device systems. On all three attempts, the graft separated from the deployment device upon exiting the stent. The first two were not retrieved per surgeon's decision,however,the third device was retrieved. A smart stent was then deployed successfully. No patient injury/harm.